Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. The pt was status post operative for removal of an infected pain pump. At 2238, the procedure was completed. At 2309, the pt was transferred to post anesthesia care unit. At an unspecified time, the pt was treated with hydromorphone 0.5mg IV push (ivp). At 2230, the pt was transferred to the floor. At an unspecified time, the pump was programmed to deliver hydromorphone 1mg/ml, in the pca+continuous mode, with a 2mg/hr continuous rate, a 0.5mg pca dose, a 20 min pt lockout, no dose limit and the delivery was started. After approx 1.5 hrs, the nurse noted that the entire vial had been delivered. The pharmacist instructed the nurse to notify the physician. It was unspecified if medical interventions were provided. On (B)(6) 2011, at approx 0550, the nurse found the pt sitting on edge of bed and the pt was instructed "not to go anywhere." At 0600, the nurse returned to the pt's room and found the pt on the floor, not breathing, and w/o a pulse. Reportedly, the pt fell and hit his head. At that time, a code was called. The customer contact indicated that CPR was initiated and the pca therapy was discontinued. At an unspecified time, the pt was intubated and manually ventilated with 100% oxygen. The pt was treated with multiple doses of epinephrine 1mg ivp, atropine ivp, amiodarone 450mg ivp, magnesium 2gm ivp, calcium chloride ivp, bicarbonate 50meq/ml ivp, lidocaine 150mg ivp, and narcan 0.8mg ivp. The customer contact reported the pt was "revived." At 0650, the pt was transferred to the medical intensive care unit. The customer contact reported that at 0759, the pt coded a second time and at 0826, the pt expired. The customer contact stated that the pt's physician believes that the second code was due to the pt's cardiac history. The pt's family declined an autopsy. The customer contact reported that the cause of death has not been determined. After a review of the pump history, the customer contact indicated the pump was programmed to deliver a concentration of 0.2mg/ml of hydromorphone instead of the intended concentration of 1mg/ml. It was reported that the pump performed as expected. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is rec'd, a f/u report will be submitted. The pump history was downloaded at the user facility. On (B)(4) 2011, between 2208 and 2211, the pump was powered on, an 11mg total and history cleared, the pump was programmed to deliver an alpha vial with a 0.2mg/ml drug concentration instead of the intended 1mg/dl concentration, in the pca+continuous mode, with a 0.5mg pca dose, a 20 min pca lockout, a 2mg/hr continuous rate, an no dose limit, the settings were confirmed, door locked and infusion started. Between 2232 and 2345, there were two 0.5mg pt initiated deliveries. At 0000, a new day stamp of (B)(4) 2011 occurred. At 0017, there was an empty syringe alarm. Between 0041 and 0052, the door was opened and locked 3 times, there were 2 check vial alarms, a bar code not read alarm, a check injector alarm, a check syringe alarm, 2 check settings alarm, alpha vial confirmed, settings retained and confirmed, and the infusion started. Between 0101 and 0746, there was one 0.5mg pt initiated delivery, an empty syringe alarm, the door opened twice and locked once, and the pump powered off. A review of the pump history indicates the pump delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel.